Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage the customer¿s blood glucose level was 200 mg/dl at the time of the incident. Customer stated that drive support cap was damaged. The customer also reported that insulin pump gives the no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Drive support cap was inspected and no anomaly was noted.